Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted that the device case was swollen. The device was returned almost a year after being found in storage mode and could not be telemetered when returned due to a depleted battery. A power supply was used to replace the depleted cell and code was successfully downloaded. It was concluded that the battery depleted normally as current measurements were normal during analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) went into storage mode while implanted and therapy was not available. The device was explanted and replaced. No additional adverse patient effects were reported.